Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl. Clamp sterile 11mm. According to the complaint description, the device was damaged in the lower disc and the bone flap was lifted, so surgery was performed again. No infection. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: visual investigation carried out pictorial documentation visually and microscopically. Some fragments of craniofix-absorbable arrived in a contaminated condition in a poly bag. This investigation did not allow any conclusions to be drawn about the cause of breakage. In the next step we made a historical dat analysis and a check of the device history record of another lot. Again, we found no evidence of process or product deviations that could lead to damage like the one received. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The failure mode is not considered in the risk analysis, therefore, the analysis will be adjusted. Explanation and rationale: without further knowledge about the circumstances we assume that the surgeon applied a too high force onto the implant during the implantation. Only once case occurred in the last five years and the production lot of the craniofix has a volume of more than 6000 pcs. Therefore a material defect or a production error can be excluded. Conclusion and root cause: due to the current deviation, and according to explanation above, the root cause of the problem is most probably usage-related. Corrective action: a CAPA is not necessary. Concerning the missing failure pattern in the risk analysis, a product safety case (psc) was launched.